Event description:
Reportable based on device analysis completed on 05-apr-2022. It was reported that balloon inflation failure occurred. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon failed to inflate. The procedure was completed with another of the same device. There were no complications reported and the patient was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There were numerous kinks to the hypotube. There was a separation in the hypotube at 17.3cm from the strain relief. The separated ends of the hypotube were oval shaped indicating that the device was kinked prior to separation. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. From the separation, the distal end of the device was connected to a touhy and prepped with an inflation device filled with water to inflate the device. The balloon was able to be inflated to rated burst pressure, as well as deflate with no issues. Product analysis could not confirm the reported event, as during functional testing the balloon inflated to rated burst pressure and deflated with no issues.